Event description:
Information received by medtronic indicated that the insulin pump had received a stuck button error alarm. Customer stated exchange of battery did not resolve the issue. Insulin pump had black display and alert tones could be heard. Buttons were stuck. Customer was unable to clear the alarm. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. The customer alleged keypad anomaly, audio/vibrate/absence of alarm and blank display on november 25, 2021. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0869 inches. The pump passed tone check and vibrate check on self test. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. No pump error 63 noted during testing or in the formatted history file. No audio/vibrate/absence of alarm anomalies noted during testing. No stuck button alarm, unresponsive buttons or vibrate anomaly noted during testing. However, stuck button alarm was listed in the formatted history file due to corroded keypad traces at the keypad flex. Please see below for the stuck key alarm listed in the formatted history file on the event date. 11/25/2021 17:45:00.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 17:53:52.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 18:04:29.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 18:14:00.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 18:26:47.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 18:43:56.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 18:49:53.000 alarmalertnotification faultnumber = stuck key alarm (61) 11/25/2021 19:29:02.000 alarmalertnotification faultnumber = stuck key alarm (61) the pump was programmed and monitored for 6 days. No black display anomaly, blank display anomaly, audio anomaly or vibrate anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download. During visual inspection, the electronic assembly had moisture damage. No damage noted on the motor or force sensor. The customer alleged keypad anomaly was confirmed the customer alleged audio/vibrate/absence of alarm was not confirmed. The customer alleged blank display/black display anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.